Event description:
Three patient samples with discrepant hcg results. Patient 1, initial result gave 980.5 iu/l; repeat next day gave 0.431 iu/l. Patient 2, initial result gave 299.2 iu/l; repeat next day gave 0.134 iu/l. Patient 3, in 2008 initial result gave 109.2 iu/l; repeated same day gave 0.100 iu/l. A second sample was obtained giving 96.3 iu/l. No adverse events reported in assocation with the incorrect results. If additional info is received, appropriate notification will be provided.